Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause of the reported complaint was the defective drivetrain motor, likely due to a faulty component. The archive data revealed multiple fault code 16 on the reported event date, confirming the reported complaint. After power-cycling the platform, the device failed the functional test due to fault code 16, confirming the reported complaint. The brake gap inspection confirmed the gap was out of specification and could not be adjusted. The drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries, with no faults or errors. The autopulse platform passed final testing without any faults or errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position). No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.